Event description:
A healthcare worker experienced burning and whitening of the skin to the left thumb while working with a completed load. The worker washed her hand with soap and water and the symptoms resolved in less than 5 hours. She did not seek medical attention. The vaporizer plate was not in place.